Manufacturer narrative:
Complaint conclusion: as noted in the publication by otsuka et al pathology of second-generation everolimus-eluting stents versus first-generation sirolimus- and paclitaxel-eluting stents in humans; a (B)(6) man who had two cypher stents implanted in the distal right coronary artery (rca) and in the mid left circumflex artery (lcx) three years earlier died suddenly 1 day after nasal polyp surgery. Dual antiplatelet therapy was stopped 5 days before the surgery. Radiographs show ses with (a-1) and without (b-1) underlying severe calcification, with no stent fracture. A low-power histology image in a-2 (movat) shows occlusive platelet-rich thrombus (thr) with transmural inflammation and extensive malapposition of stent struts with fibrin deposition. A low-power image in b-2 shows mild neointimal proliferation with transmural inflammation but no luminal thrombus. High-power images (a-3 to a-6 and b-3 to b-6) show extensive inflammation predominantly consisting of eosinophils (luna stain [a-4 and b-4]) and t lymphocytes (cd45ro [a-5 and b-5]) but rare b lymphocytes (cd20 [a-6 and b-6]). C, a cocr-ees implanted in the proximal rca of 7-month duration. A radiograph (c-1) shows a stent with underlying severe calcification and no fracture. A low-power histology image (c-2) shows a patent lumen with thin neointima. High-power images (c-3 to c-6) show focal mild inflammation consisting of eosinophils (c-4) and t lymphocytes (c-5) but no b-lymphocytes (c-6). The products remain implanted and are thus not available for analysis. A device history record (DHR) review could not be conducted since a lot number was not provided. Thrombotic events are a known potential adverse event following stent implantation. Patients who are known to be at high-risk for thrombotic events include those with long lesions, a vessel diameter less than 3mm and previous thrombus. Discontinuation of antiplatelet therapy may cause thrombus formation. Calcified lesions are a common cause of stent underexpansion which significantly increases the subsequent risk of in-stent thrombosis. The IFU instructs to confirm adequate stent expansion by angiographic injection through the guiding catheter. If the deployed stent size is still inadequate with respect to vessel diameter, a larger balloon may be used to expand the stent further. If the initial angiographic results are suboptimal, the stent may be further expanded using a low profile, high pressure, and non-compliant balloon catheter. If this is required, the stented segment should be recrossed carefully with a prolapsed guidewire to avoid dislodging the stent. All efforts should be taken to assure that the stent is not underdilated. Based on the information available for review, pharmacological factors (discontinuation of antiplatelet therapy before polyp surgery) and stent underexpansion may have contributed to the thrombotic event reported resulting in the patient¿s death. Without a lot number to conduct a DHR review, it is not possible to determine if the reported events could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Event description:
As noted in the publication by otsuka et al pathology of second-generation everolimus-eluting stents versus first-generation sirolimus- and paclitaxel-eluting stents in humans. A (B)(6)-year-old man who had two cypher stents implanted in the distal right coronary artery (rca) and in the mid left circumflex artery died suddenly 1 day after nasal polyp surgery. Dual antiplatelet therapy was stopped 5 days before the surgery. Autopsy low-power histology image showed occlusive platelet-rich thrombus with transmural inflammation and extensive malposition of stent struts with fibrin deposition. A low-power image showed extensive inflammation predominantly consisting of eosinophils.

Manufacturer narrative:
Literature citation: otsuka et al (2014). Pathology of second-generation everolimus-eluting stents versus first-generation sirolimus- and paclitaxel-eluting stents in humans. Circulation 26, 211- 223. The literature publication has been attached to this MDR report. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2014-00136 and 9616099-2014-00137.